Event description:
It was reported that customer concern was documented through an email stating that customer identified an issue but declined further troubleshooting, and technical support planned to request clarification. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any actions taken by the customer or technical support or the final outcome of the event.